Event description:
The customer reported that the sys was shutting down without command of the operator. There is no report of a pt injury of death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The engineer also verified and dc voltage output at tp28 on the generator driver pcb was approximately 5.2vdc. The system was tested and found to be working as intended and returned to svc. See scanned page.